Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 20617865. Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 21054637.

Event description:
It was reported that the patient was having pain at the ipg site. The patient underwent an explant procedure wherein all device components were explanted. All explanted devices will not be returned due to hospital policy.